Manufacturer narrative:
The product remains implanted and therefore has not been returned to medtronic. A supplemental report will be filed when the investigation is completed. (B)(4).

Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. A paravalvular leak can be caused by a variety of factors, including valve positioning, patient anatomy, or the presence of pre-existing patient conditions. Without return of the product, no definitive conclusions could be drawn regarding the clinical observation.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic heart valve into a chronic aortic root bioprosthesis, the valve was deployed too low, resulting in moderate to severe paravalvular leak (pvl) as observed on a transesophageal echocardiogram. The valve was snared to stabilize it while another transcatheter bioprosthetic valve was implanted, with an outcome of mild pvl and stable hemodynamics. No subsequent adverse patient effects were reported.